Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2, none of the branches they cut with the hp2 were sealing. The jaws were not open and no resistance was noted during the insertion of the tool. The power was on and level 3 at the generator and they occasionally saw smoke so they believed everything was working ok. They did not switch out the kit or any of the power cords. They were able to get the vein out and when they were preparing it, they felt like there was no seal on the ends of the branches. They waited to close the leg once protamine was given. No delay. They deny any problem to the patient, they deny any issues with the leg.

Manufacturer narrative:
Trackwise ID (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation on 10/21/2022. An investigation was conducted on 11/03/2022. A visual inspection was conducted. The harvesting device was returned partially inside the cannula. A mechanical evaluation was conducted. The harvesting device was removed from the cannula with no physical or visual difficulties. Signs of clinical use and evidence of blood was observed on both the harvesting device as well as the cannula. There was heavy charred material observed on the heater wire. There were no visual defects observed on the heater wire. The clear silicone insulation on both the cold and hot jaws was observed to be intact, with no visual defects observed. There were no visual defects observed ont the cannula or the c-ring. An electrical evaluation was conducted. A pre-cautery test was performed per the instruction for use (IFU) with a reference cable, adapter, and reference power supply vh-3010 at level 3.0. The device passed the pre-cautery test. It produced visible steam and heat during ten (10) 3-second activations and shut off when the toggle was released with no excessive smoke observed. A tone was audible from the power supply upon activation. To evaluate the safety shut down system, a polyfuse activation test was performed 5 times over 10 minutes. The device shut off after the period of sustained activation and reactivated after the 10-second cooling period with no incident each time. An activation and transection capability test was performed over (04) repetitions using "max life test method (B)(4). The device activated and transected tissue (04) times with no cautery failure observed and with no excessive smoke observed. A temperature and resistance test was conducted to evaluate the device function per hemopro 2 final test (B)(4). The resistance value was measured at .68 ohms which is within specification. The device passed the temperature measurements test. The displayed temperature increased and turned green within the 2 second specified timeframe. The displayed temperature decreased once the toggle swivel was released. Based on the returned condition of the device, the reported failure "electrical problem" was not confirmed. The lot # 3000263853 history record review was completed.there were ncmrs , rework, or deviations documented for the reported lot number. [Ncmr #17521-a notification was received from gxo that 2 sterile loads came to their facility with external damage. During the inbound inspection 2 out of 500 units for material vh-4000 batch # 3000268642 and 2 out of (B)(4) units for material # vh-4000, batch # 3000263853 were found damaged. ]. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.